Manufacturer narrative:
During troubleshooting efforts provided by merge technical support, it was found that the site had connected the hemo system using their own 3-way splitter that connects the hemo monitor pc and the client pc as well as their own monitor. Both devices are not supported by merge healthcare and are not recommended for use with the hemo system. When these non-approved devices are used, the hemo system removes the resolution from the third party monitor. Even though the user's visual capacity is limited during this time, the hemo monitor pc continues to capture patient data and can be viewed using full disclosure recording. The user can then manually document the data in the chron log folder. Chron log folder - when a study is opened, a series of tabs appear that represent areas of information that may be captured for the study. There are three main areas of the screen: the chron log, template tabs, and template text. The template tabs line the right side and represent different segments of the procedure. When selected, template tabs focus the user on specific tasks for that part of the procedure. These tasks are template text items, which are dragged onto the chron log and become notes. The chron log keeps record of all captured actions in a study. Device labeling, hemo-5303 v9.40 user manual, addresses such an occurrence in the troubleshooting section with statements such as, "problem: there is no video out on client pc. Resolution: check the integrity of the video cable. Next, swap monitors between client pc and hemo monitor pc to rule out a possible defective monitor." Once the correct hardware was installed, the resolution problem was corrected.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor system displayed a white screen during a procedure. Subsequently, the hemo monitor was rebooted by the user and resulted in a loss of patient monitoring. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the customer reported that the procedure was completed successfully once the hemo monitor was rebooted. (B)(4).